Event description:
Event description cpi received information that during a routine battery replacement of an implantable cardioverter defibrillator (ICD) the physician discoverd a break in the insulation of the bipolar endocardial tined lead (0010), where the connector entered the catholdal port of the header of the (ICD). The conductor wire of the (0010) lead was intact.